Manufacturer narrative:
No report of patient involvement. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported that the wheel detached from the base unit which could cause the unit to tip or fall. There was no report of patient involvement.